Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (glue like) was observed inside the dialysate port of a revaclear 400 before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed the product out of the original packaging and dry. The particle was visible inside the dialysate port. The reported condition was verified. The particle is a polyurethane (pur) residual. A pur film can occur in the dialysate port (hansen connector) due to the potting process, which is not a product failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.